Event description:
A falsely elevated troponin I result of 3.46 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The original sample was repeated and a result of <0.04 ng/ ml was obtained. A new sample was drawn and a result of <0.04 ng/ml was obtained. The patient was admitted to the hospital, but treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I. Is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I the instrument is performing within specifications.